Manufacturer narrative:
(B)(4). Batch # r57190. Device evaluation: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was present, casing half only, and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified?

Event description:
It was reported that during a left hemicolectomy the doctor inserted the circular stapler transanally and, either during the firing process or when the device was removed, the device obliterated the posterior wall of the anastomosis. A second like device was used with the remaining tissue to create a new anastomosis and complete the procedure with no consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Firing experience was normal. Where in the green gap setting scale was the indicator located prior to firing? Indicator was at the last notch in the green gap setting scale. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, waited 15 seconds. Did not retighten prior to firing. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, one side of the donut was thinner than the other. Was a complete washer transection confirmed? Yes. Were there any staple formation issues identified? Staples did not form on the posterior side of the anastomoses (posterior wall was obliterated).